Manufacturer narrative:
The complaint can be verified. The display is missing a pixel line due to a defective printed circuit. The electronic compartment was visually inspected, and the acid of the super-cap has leaked out as a result of a manufacturing error. Therefore, the super-cap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump, and heat generation can be possible. The pump correctly triggered the w2 warning when the battery went empty.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line across the display of the infusion device, and misinterpretation of the insulin delivery amount is possible. The reporter also stated the infusion device has high power consumption. The infusion device was requested for evaluation. No physiological effects were reported.